Manufacturer narrative:
The physicial device was not returned for investigation. Cloud data from the user for the day of (B)(6) 2026 was downloaded and reviewed. Review of the cloud data found no boluses delivered of 2.1 u on the date of occurrence. The closest bolus amount found was 2.15 u delivered at 19:42 on (B)(6) 2026. The cloud data showed that this bolus was based on a carb entry of 35 g, which was correctly calculated based on the user's insulin to carb ratio of 1:16. Review of the patient history buffer (phb) data found no abnormally large microboluses recorded. The phb data showed that, while the system was in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. Without log files, it could not be determined if the controller was interacted with to program and start the 2.15 u bolus or any of the other boluses recorded in the cloud on this day. The exact cause of the reported uncommanded bolus could not be determined.cloud - locked down/smartphone phone_control_ios.cloud - omnipod 5 software app version 2.1.0.cloud - operating system 26.3.cloud - hardware iphone17.5.cloud - cgm sensor type data not available.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced hypoglycemia. They stated that the pod delivered a bolus of 2.1 units of insulin automatically without them commanding it to. Their blood glucose decreased to approximately 60 mg/dl, prompting them to contact emergency services (911). Emergency responders advised the customer to remove the pod. The customer reported consuming orange juice afterward, following which their blood glucose levels began to improve. They did not require transport or report any further treatment.